Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 ipgs; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: proclaim ipg, model: 3660ans, serial: (B)(4), UDI: (B)(4), batch: a000107411.

Event description:
It was reported that the patient was experiencing pain at the ipg site. As a result, the patient underwent surgical intervention on (B)(6) 2023 during which the ipg was washed out. The patient was doing great post-operatively.